Manufacturer narrative:
Evaluation summary: the pump was evaluated by a baxter service technician. The reported condition was confirmed. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 18, 2007. A request for the return of the sample device has been made. Should the reported device be returned and evaluated, a follow up report will be submitted. The code reported by reporter was listed as lot number s06128071r. This code is manufactured and distributed in another country. This medwatch was filed for the us code which is the same or similar.

Event description:
International complaint received. Customer reports set leaked during patient use. No reported patient injury or medical intervention. No additional information is available.